Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system involved in infection and erosion. Additional information indicated that the device did not erode, the device was potentially eroding instead. There were no additional adverse patient effects reported. The ra lead remains in service.